Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 5 mg/dl at the time of the incident. The customer was at 325 mg/dl at the time of the call. The customer was given glucagon shots to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also reported pump damage after it dropped to the ground, and it also failed the displacement test. The customer also mentioned that their sibling had died, and she was feeling depressed about it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No displacement anomalies noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, scratched keypad overlay, cracked belt clip slot, cracked reservoir tube lip and cracked battery tube threads. Unit passed the dat test with 0.08830 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.